Event description:
Had infection in both of my eyes. First dr said it was not pink eye, but could not really identify the infection. Both eyes were extremely swollen, oozing and very red. This lasted for 3 weeks. I am reporting this do to the recall on amo complete moisture plus. Used four months in 2007, everyday.